Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for investigation. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not the result of a potential product related deficiency, a sampling of finished devices is tested to verify functionality of the device. In addition, to assure that all products perform according to specifications they are subject to a 100% inspection during manufacturing and a quality control audit inspection is performed to verify product quality. A specific mode of device failure was not reported in this case. Contributing factors to bleeding during knot advancement can occur due to a number of factors including, but not limited to the rotation of device during needle plunger deployment and failure to maintain adequate foot position against the arterial wall. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there has been no other incident reported for continued bleeding during knot advancement based on the information available, the inspection criteria and the review of the lot history record there do not appear to be any indications of a product quality deficiency.

Event description:
It was reported that after a coronary stenting procedure through a 6f sheath, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, during knot advancement to the arterial surface with the knot pusher, excessive bleeding occurred. The knot was fully advanced to the arterial surface; however, manual arterial compression was applied for twenty minutes to achieve hemostasis. There were no reported adverse patient sequela. Although, the tissue tract was quite deep, the patient was reportedly not obese. The physician is in-training in the use of the perclose proglide device. Though requested, no additional information was provided.